Manufacturer narrative:
Product ID 3889-28 lot# v842736, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient needed to have their device checked because for the last 2-3 months they had been having to go to the bathroom all the time. It was later reported the cause of the event was the patient¿s implantable neurostimulator (ins) battery died. It was stated the battery depletion was premature and a replacement was planned but had not yet occurred. It was noted the patient did not require hospitalization.